Event description:
Customer reported having a crack on the screen of the insulin pump. Customer mentioned bumping the insulin pump at the corner of her counter top. No further information reported.

Manufacturer narrative:
The insulin pump was received with minor scratches on the display window, a cracked reservoir tube lip and cracked battery tube threads. No cracks were noted on the display window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.